Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during rinse back at the end of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the cm. The cm confirmed the blood leak occurred at the end of treatment, and it wasn't noticed until the patient¿s blood had already been returned once the dialyzer was flipped. Blood was observed leaking externally from the venous header of the device. There was no physical damage or defect noted on the dialyzer, specifically at the leak location. There were no other issues leading up to the event. There were no machine alarms. The patient¿s estimated blood loss (ebl) due to the leak was less than 20 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the machine, and therefore no further treatment was needed. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during rinse back at the end of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the cm. The cm confirmed the blood leak occurred at the end of treatment, and it wasn't noticed until the patient¿s blood had already been returned once the dialyzer was flipped. Blood was observed leaking externally from the venous header of the device. There was no physical damage or defect noted on the dialyzer, specifically at the leak location. There were no other issues leading up to the event. There were no machine alarms. The patient¿s estimated blood loss (ebl) due to the leak was less than 20 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the machine, and therefore no further treatment was needed. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and adapter caps attached. The fibers were wet and there was blood in the header on the cavity ID end. During gross visual examination, a polyurethane (pu) sliver was observed under the o-ring beneath the header at approximately 160°, with the dialysate ports at 0°, on the cavity ID end. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a pu sliver is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.